Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed.

Event description:
During colonoscopy procedure a radial jaw 3 biopsy forceps was used. The physician was able to take a tissue sample but as he was extracting the forceps it turned in on itself and got caught inside the biopsy channel. The pt's condition is reported to be stable.